Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. Since a lot number was not provided by the customer, a review of the customer's shipment history identified only one lot (9091725) of upn shipped over a 30 month period (january 1, 2005 to july 31, 2007). The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for this same lot. The july 15-month cre balloon fixed wire product family complaint trend report was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an esophagogastroduodenoscopy (egd) procedure using a cre fixed wire balloon dilator was performed (female pt). According to the complainant, after the egd procedure, the pt experienced discomfort. The pt was examined and the physician noted a "perforation in the esophagus." The pt was then hospitalized and was treated with "broad-spectrum IV antibiotics and made npo." The customer stated that the pt has remained "afebrile... Is pain free... And has no signs of infection." Reportedly, the pt will return to a "skilled nursing facility and [will] have a repeat contrast study done in one to two weeks." The physician expects the perforation to "heal spontaneously."